Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the end user is a new ostomate receiving home care. It was further reported the stoma size is too large for the skin barrier as the staff is cutting the opening all the way to the flange edge thus there is some skin irritation.